Manufacturer narrative:
Additional review determined this product is not a coloplast product; manufacturer report number 2125050-2021-01490 was submitted in error.

Manufacturer narrative:
Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient had constant immune issues and vaginal discharge. The device began to erode and had to be removed. It was noted that the explant procedure was six hours long.